Event description:
The manufacturer received information that a trilogy evo, o2 ventilator experienced a service required alarm. There was no patient involvement, and no harm or injury reported. This notification was opened for review for information received that a trilogy evo ventilator was reported to have had a test failure involving the active exhalation control module during service resulting in a failure to calibrate. The trilogy evo, o2 proportional valve (aecm) and trilogy evo 3-way solenoid valve was replaced to address this issue. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for product malfunction. Additional findings not related to the malfunction/issue: the device failed o2 sensor calibration, was missing the air inlet foam filter, had cracks on the front panel, rear cover, outlet side panel, main housing and retention plate and had a dirty particulate filter. Device error codes e-336 and e-337 were noted in the error log representing ventilator service required for the upper and lower fans. The manufacturer is submitting a final report at this time. If additional information becomes available to the manufacturer at a later date, a follow-up report will be submitted.